Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed the pulse generator exhibited premature battery depletion. The device had reached elective replacement indicator, eri on (B)(6) 2016. The patient's condition was stable. The device was explanted and replaced on (B)(6) 2016. The patient tolerated the procedure well.

Manufacturer narrative:
PMA# should have been p880086 rather than blank.